Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the cannula dislodged while she was wearing the pod. The customer's blood glucose level reached 370 mg/dl before the pod was removed. The pod was discarded.